Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: note: the t:slim x2 basal iq pump was in use without an integrated cgm system, thus, the basal iq algorithm was not in use. The user requested a 7.29 unit bolus for a blood glucose (bg) of 400 mg/dl at 9:19 am on (B)(6)2019. At 10:19 am, a high bg reminder (set to 60 minutes) was activated. The screen was unlocked and the reminder dismissed at 11:23 am. This was the final user interaction with the pump. Basal insulin continued to be delivered, as the auto shutdown setting was disabled by the user when use of the pump began on (B)(6)2019. At 4 pm on (B)(6)2019, a site change reminder was activated (set 3 days prior), which proceeded to repeat every 10 minutes throughout the remainder of (B)(6)2019. Insulin delivery was stopped at 3:33 pm on (B)(6)/2019. The battery fully depleted and the pump shut down at 2:25 pm on (B)(6)/2019. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was filled with approximately 222 units of usable insulin on (B)(6)2019, and 18 units remained when delivery was stopped on (B)(6)2019, for a total depletion of 204 units. Review of individual insulin delivery events showed approximately 142 units were requested via basal, 47 units via bolus, and 14 units during the load process, for a total requested delivery of approximately 203 units of insulin. There is no indication that unintended insulin was delivered. At this time, we find no evidence that the pump experienced a malfunction or failure that contributed to the death. The following additional information was received from the customer's healthcare provider (hcp). Customer experienced a bg of over 400 mg/dl, approximately 24 hours prior to death. Per hcp, it is possible that the cannula of the non-tandem infusion set had not been inserted into the skin. However, this could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Per customer's healthcare provide (hcp), pump data was reviewed and "nothing out of the ordinary" was observed. Customer's son reported to hcp that a bend was observed in the cannula of the non-tandem infusion set. However, cause of death is unknown.